Manufacturer narrative:
Based on the claim against the product by the customer noting a repeated non-recoverable fault on the ssc, an investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replicated the errors and replaced the ssc touchpad to resolve the reported errors. The system was tested and verified as ready for use. Isi received the touchpad involved with this complaint, however, at this time, evaluation is not yet complete. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to another surgeon side console (ssc) after the start of the procedure due to repeated non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system lost power. After the system was powered back on, a non-recoverable error occurred. The technical support engineer (tse) reviewed the logs and found a 40064 error for tpc1. The customer power cycled twice, but the issue did not resolve. The tse had the customer also do a hard power cycle with no resolve. The customer swapped to another surgeon side console (ssc) to resolve the issue. The procedure was converted to another da vinci with no reported injury. On (B)(6) 2022, the following additional information was obtained: after swapping to another surgeon side console (ssc), the procedure was completed without any injury or harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). Fa reviewed the remote error log and confirmed several errors 40064 indicating a function did not return the expected value. The surgeon side console (ssc) touchpad was installed and tested on a test system. The system started up without errors. Fa calibrated the touchpad successfully; however, the touch function was not responding in the right place. The problem was the most notable in the lower left corner of the ssc touchpad. No errors occurred after extensive use.

Event description:
Refer to h10/h11 for follow-up information.